Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) and far r-wave oversensing. The ICD was also functionally undersensing atrial beats which resulted in inappropriate anti-tachycardia pacing (atp) when the patient went into atrial fibrillation (af). Programming changes were implemented. The patient was in stable condition.